Manufacturer narrative:
(B)(4).

Event description:
The patient reported a power on reset (por) error code. As a result, therapy had stopped. An overdischarge did not occur. He had not used the programmer in a few days. He was using the programmer to connect to the implantable neurostimulator (ins) and saw the informational por. There were no recent medical tests or emi environmental exposure. The por was cleared and therapy was adequate. There were no symptoms or patient outcome reported. The indication for therapy was non-malignant pain.